Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance and shaft fracture occurred. The lesion being treated was located in the mid left main circumflex (cx). The vessel was not tortuous and the lesion was not calcified. The lesion was 18mm in length and 3.5mm in diameter. There was no pre or post dilation of the lesion. The physician advanced the 3.50x20mm stent to the lesion and deployed it at 14 atms for 5 seconds. The balloon was fully inflated without waist and the stent was fully deployed and well apposed. The physician fully deflated the stent balloon and attempted to withdraw the balloon from the stent when the balloon became "stuck into the stent struts". The physician attempted to pull out the catheter several times but was unable to remove it. The physician was eventually able to remove the catheter but the shaft fractured while the catheter was still inside the patient. The physician then removed the rest of the catheter. Further information has been requested but has not been received.

Manufacturer narrative:
.